Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g4, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: occasional error e457. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e433 was due to a high-voltage board malfunction and the e457 was due to a mainboard malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high frequency electrosurgical unit displayed an e433 error. The issue occurred during service or maintenance. There were no reports of patient harm.